Event description:
Follow up information received reported that the patient received assistance from their doctor and the manufacturer's representative and their concerns were resolved. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v650831, implanted: (B)(6) 2011, product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a power on reset (por) condition. There was no electromagnetic interference. It was noted that the battery reached end of service (eos). There was increased urination frequency and urgency. The patient was put on medication to help with both symptoms: toviaz 8 mg I po qd. There was a gradual loss of therapeutic effect. Furthermore, there were impedance readings >4000 on all electrodes. The patient will need revision; the battery and lead needed replacement. The patient had not recovered at time of report and the symptoms were ongoing. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.